Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('4 week post op/device fragment') and tooth fracture ('teeth crumbling') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), swelling face ("face swelling") and hypertension ("blood pressure super high"). The patient was treated with surgery (fallopian tube removed and tooth pulled). Essure was removed. At the time of the report, the device breakage, tooth fracture, hypersensitivity and hypertension outcome was unknown and the swelling face had resolved. The reporter considered device breakage, hypersensitivity, hypertension, swelling face and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: new events face swelling and blood pressure super high were added. Reporter added. On 23-mar-2020: social media received- reporter information was added. On 23-mar-2020: social media received : reporter information were added. New event "tooth fracture " was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('4 week post op/device fragment') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with surgery (fallopian tube removed). Essure was removed. At the time of the report, the device breakage and hypersensitivity outcome was unknown. The reporter considered device breakage and hypersensitivity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('4 week post op/device fragment') and tooth fracture ('teeth crumbling') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), swelling face ("face swelling") and hypertension ("blood pressure super high"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of essure coils intact. Lysis of omental adhesion and tooth pulled). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, tooth fracture, hypersensitivity and hypertension outcome was unknown and the swelling face had resolved. The reporter considered device breakage, hypersensitivity, hypertension, swelling face and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: medical record received- reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('4 week post op/device fragment') and tooth fracture ('teeth crumbling') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), swelling face ("face swelling") and hypertension ("blood pressure super high"). The patient was treated with surgery (laparoscopic bilateral salpingectomies and removal of essure coils intact. Lysis of omental adhesion and tooth pulled). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, tooth fracture, hypersensitivity and hypertension outcome was unknown and the swelling face had resolved. The reporter considered device breakage, hypersensitivity, hypertension, swelling face and tooth fracture to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('4 week post op/device fragment') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with surgery (fallopian tube removed). Essure was removed. At the time of the report, the device breakage and hypersensitivity outcome was unknown. The reporter considered device breakage and hypersensitivity to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('4 week post op/device fragment') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and hypersensitivity ("allergic reaction"). The patient was treated with surgery (fallopian tube removed). Essure was removed. At the time of the report, the device breakage and hypersensitivity outcome was unknown. The reporter considered device breakage and hypersensitivity to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device breakage and hypersensitivity. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.